Event description:
During a preventive maintenance, the company representative observed that the pressure value of x2 transducer was negative in diagnosis mode, even though k6/k6a/k7/k8 was indicating "all closed". The service representative rebooted the iabp and the same symptom was observed. The service representative also noted that the waveform of balloon internal pressure was deformed and could not keep expanding the balloon. He also attempted to conduct leak test of drive, he was unable to do it. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative replaced the drive manifold (part number 0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The drive manifold replaced was received by the manufacturing facility at (B)(4). The failure analysis performed did not confirm the failure. Close inspection of the wire, contact and crimp revealed no abnormal attributes. The root cause could not be identified from the failure analysis. (B)(4).